Manufacturer narrative:
One quadripolar, therapy cool path duo irrigated ablation catheter was received for evaluation. Electrodes 1-4 and the thermocouple met specifications of acceptable resistance values with no open or short circuits detected. The catheter shaft deflected when actuating the steering mechanism and deflected in the correct shape according to specifications. The catheter met specifications during an irrigation flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and pericardial effusion remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, a steam pop was noted during ablation in the left atrium on the roof line and caused a pericardial effusion. The patient became hypotensive and a pericardial effusion was diagnosed via echocardiogram and a pericardiocentesis was performed in order to stabilize the patient. There were no performance issues with an abbott devices.